Manufacturer narrative:
The insulin pump was received with severely damage bleeding lcd. Unable to test for unresponsive buttons, download history files and perform displacement, rewind, seating and basic occlusion due to bleeding lcd. The insulin pump had cracked reservoir tube lip and scratched case. No crack noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, keypad anomaly and power error detected. Customer's blood glucose at time of incident was unknown. The customer stated that the button is unresponsive. The customer stated the device display an error when inserting a battery. The customer stated the screen have crack and main part has crack.